Manufacturer narrative:
Follow-up # 1: date of submission 9/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/10/2016 with the following findings: a review of the pump¿s black box data history showed multiple pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was moisture damage found in the compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no further moisture damage found. The returned battery cap was able to fit to the pump and maintain an electrical connection. During the investigation, the pump powered on correctly and there were no power interruptions during the investigation therefore the original complaint about a power issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and no power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.